Event description:
The customer reported the system's cine operation failed to function. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.